Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.

Event description:
Customer reports: when attempting to administer a shot to a 4-year-old, the staff member was stabbed. The safety mechanism does not always work and cover the top of the needle. The staff member was checked by employee health. The customer requested staff education as product is needed at the facilities.